Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed by technical support to disconnect tubing, adjust connections, and deliver boluses with specific instructions to ensure the insulin on board would be impacted. Despite attempts to resolve the occlusion alarm by changing connections and clearing visible insulin, the alarm recurred. Upon further instructions, the customer removed the cartridge, confirmed no damage, and was assisted in filling a new cartridge. The pump did not display any minimum fill notification, and the customer made no adjustments to insulin outside of the prescribed sequence. Ultimately, the customer changed necessary supplies and resumed insulin therapy successfully.